Event description:
The following was reported by codman to natus on 31may2018: "as reported by the ous affiliate, an eds iii was leaking. Another was used to complete the procedure. There were no reports of delay or patient harm." The device will not be returned. This is not a revision of one or more implants. Patient is not part of a clinical study. Event date (B)(6) 2018.

Manufacturer narrative:
Additional information received 06august2018: 12 july 2018 -- device sent to le locle for eval under fedex (B)(4) on 12 july 2018. 19jul2018 sample received at le locle, 18jul2018. Patient information: n/a (not provided).. No surgical delay reported. Natus completed their investigation on 04august2018. Investigation results included the following: investigation summary: the customer reported: as reported by the ous affiliate, an eds iii was leaking. Another was used to complete the procedure. There were no reports of delay or patient harm. The investigation of the eds did confirm the problem reported by the customer. The lot number is 151701, product code 82-1730. Methods/evaluation results: inspection of actual device. Complaint history review. Device history record. The eds iii was visually inspected, the needle free injection/sampling site was broken, this connector is a fixed connector and does not unscrew. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed one other issues. Complaint (B)(4) device is not returned complaint can not be confirmed. Review of the history device records for the valve, product code 82-1730, with lot 151701, conformed to the specifications when released to stock on the 30th august 2017. 50 parts released to stock. Root cause category-codman : man : user error/misuse/off label use. Failure code-codman : nic : external drains :functional issue : injection port : nos. Root cause description-the root cause of the problem reported by the customer is probably due to users error the needle free injection/sampling site does not unscrew. Is further corrective & preventative actions proposed? No. Document rationale for no corrective action-no corrective action is needed based on the results of the evaluation. The complaint is now deemed closed.